Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu technician and he actuators of both 3 way valves (patient and cardioplegia side) were replaced which resolved the error message. (B)(4)."

Event description:
"On (B)(4) 2011, it was reported by the (B)(4) in maquet (B)(4) that the hcu 30 serial number unknown, displayed error 1004. (B)(4)."